Event description:
While on transport with a nicu baby the crossvent failed. After being ventilated for about 20 minutes the baby was placed in an isolette. Once in the isolette the patient desaturated and had to be hand ventilated. The ett was in the proper position. There was a loss of gas flow from the ventilator and staff could not determine the problem. The baby was hand ventilated during the transport and there was no harm.